Manufacturer narrative:
A combination of the implant's geometric design, implant-abutment interface, and excessive implant loading due to an unfavourable crown-to-implant proportion likely contributed to the failure and eventual breakage of the implant.

Event description:
Fracture

Manufacturer narrative:
The root cause could not be determined yet, waiting for additional important clinical data for the investigation.

Event description:
Implant fracture.